Event description:
A biomedical engineer reported the diathermy would not work during surgery. Add'l info was received from a nurse indicating the case was completed after plugging the cautery into a "regular" cautery system. There was no pt harm reported.

Manufacturer narrative:
The customer called the company tech support specialist (tss) to assist with troubleshooting. The customer switched to another cautery system and completed the case as planned. The facility did not request service. No samples were returned for eval. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk at this time. (B)(4).